Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: photo investigation: review of the photographic evidence revealed the lateral side of the right-sasi; only the product information was able to be retrieved and no defects nor signs of damage that could contribute to the reported event were observed. Therefore, since there is no known allegation against the reported product, the root cause could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Device investigation: the velys saw interface right was returned to j&j medtech orthopaedics for evaluation. A visual analysis found no significant damage or visual defects with the sasi. All of the electrical ports were clear and no defects on the electrical pins were observed. The overall appearance of the device shows signs of normal wear. A functional evaluation was performed using the saw wing fixture. The assessment found that the right-sasi saw clamp lever articulated freely without the saw wing fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. The overall complaint was confirmed as the observed condition of the velys saw interface right would have contributed to a device issue. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. A device history review was performed, and no non-conformances were detected related to the reported condition.

Event description:
It was reported that during a knee surgery surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that the user had constant camera movement issues and the surgeon was complaining that the saw device was very mobile. The procedure as completed successfully. After the case the sasi was tested with the saw attached for movement. It was reported that the device was being used with a robotic assisted base station device and the handpiece device. There were no delays in the procedure reported. No fragments were generated. During in-house engineering evaluation, it was determined that the device was loose. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.